Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent a robotic gynecological procedure on an unknown date and barbed suture was used. The surgeon has complained that suture breaks when placed down the robotic trocar many times. It should be noted that it is a CT-1 needle that is being placed down an 8mm robotic metal trocar. The surgeon cannot use a smaller needle, prefers the CT-1 for the vaginal cuff. Surgeon believes the barbed suture isn't as strong as the a different barbed suture since it breaks upon introduction via the trocar. No adverse patient consequences have been reported.

Manufacturer narrative:
Date sent to the FDA: 07/31/2020 additional information: d4, d8, d10, h4, h6 a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: it was reported performance breakage suture. It was received for analysis an empty opened foil and a needle-suture piece of product code sxpp1b456, lot pmb709. During visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected. The end of the suture piece was observed with elongation due to the stress applied and the end sliced was noted. No functional test can be performed due to sample condition. According to the sample condition, it could not be determined what may have caused the reported incident of: ¿that suture breaks when placed down the robotic trocar¿. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event date for this reported case ? Procedure name? Please clarify a statement ¿this happening "many times": how many of other patients involved in the similar event of the suture breakage during use in the procedure? Please provide specific details of each additional patient/procedure/event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.